Manufacturer narrative:
Product analysis product ID# 37601:the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_set_screw, serial# unknown, UDI#: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient was booked for an ins replacement procedure after only 18 months. The surgeon found the set screw on the left side was loose and the lead was coming out of the header. It was noted this could be a faulty set screw. The ins was replaced and the issue was resolved at the time of the report. No further complications were reported as a result of this event.